Manufacturer narrative:
Same patient as MFR # 2183959-2020-02938.

Event description:
It was reported that the original artificial urinary sphincter (aus) device was implanted on (B)(6) 2019. That device was first revised on (B)(6) 2019. The surgeon tried to activate the device while the patient was anaesthetized but was unsuccessful.